Event description:
It was reported that following a urethral sling procedure, the pt had a reaction consisting of a fever of 104-105 degrees. The pt had to be resuscitated at one time. She was placed in the hosp in critical care. It was subsequently reported that the pt is allergic to meat products and had become ill in the past when eating any kind of meat. On 9/26/2005 in the afternoon, the pt started showing an improvement in her condition, however the implant was removed that evening. The pt's condition has continued to improve. No further complications have been reported.